Manufacturer narrative:
As reported in a powerflex pro survey the respondent indicated amputation stating: ¿procedure ineffective¿. Also indicated a dissection stating: ¿common complication¿. The product was not returned for analysis. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿vascular dissection¿ could not be confirmed as the device was not returned for analysis, as this event was reported through a blind survey. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (friable tissue due to ongoing disease process) may have contributed to the reported event. According to the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Possible adverse effects include, but are not limited to, the following: abrupt vessel closure; amputation; vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion). The absence of relevant information provided does not suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in powerflex pro survey the respondent indicated amputation stating: ¿procedure ineffective¿. Also indicated a dissection stating: ¿common complication¿. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Exact event date is unknown due to being a survey event.